Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the evaluation found that the nozzle was clogged. There was no procedure or patient involvement in this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus as an asset return and the evaluation found a clogged nozzle, the scope stopper was deformed and the adhesive on the bending section cover had difference. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information was received regarding the customers reprocessing steps. The customer inspected the scope air-feeding function and objective lens cleaning function prior to procedures. Additionally, the customer followed the instructions for use. The air/water channel cleaning adapter was used for air/water feeding and the device was pre-cleaned immediate after the procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.